Event description:
On (B)(6) 2025, the patient reported skin irritation in the form of welts, irritation and skin breakout in one spot while utilizing the electrode - patch - universal 2 channels. There is a report that the patient sought medical treatment, but it is unknown if any medication was prescribed. There is no report that patient was advised to treat with medication, however, the patient treated the skin irritation with an unknown prescription medication. There is no report that the patient took a break in service and/or discontinued the service. There is a report that the patient did follow the instructions for skin prep. There is a report that the patient has skin sensitivity/allergy to adhesives.

Manufacturer narrative:
On (B)(6) 2025, the patient reported skin irritation in the form of welts, irritation and skin breakout in one spot while utilizing the electrode - patch - universal 2 channels. There is a report that the patient sought medical treatment, but it is unknown if any medication was prescribed. There is no report that patient was advised to treat with medication, however, the patient treated the skin irritation with an unknown prescription medication. There is no report that the patient took a break in service and/or discontinued the service. There is a report that the patient did follow the instructions for skin prep. There is a report that the patient has skin sensitivity/allergy to adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has skin sensitivity/allergy to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.